Event description:
This event was reported as an explant at implant due to 3+ aortic insufficiency noted on tee. Pt had a fairly calcified annulus. Dr noted a large hole in the center of valve at explant. The chest was not closed; however, the pt was off bypass when the valve was checked and found to be leaking and explanted. No further info was provided.